Manufacturer narrative:
A partial lead measuring (B)(4) cm was returned for analysis. The reported event of high impedance could not be confirmed. The damage found was sustained during the surgical procedure. Electrical tests that could be performed on this piece did not find any discontinuities or shorts on any conduction paths. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient received a patient notifier due to high right ventricular lead impedance on an unknown date. On (B)(6) 2018 the lead was removed and replaced. Additional instances of high impedance were noted on the day of the procedure. The patient was stable throughout.